Event description:
It was reported that the user experienced loss of cgm connectivity after the libre 3 plus sensor was inadvertently pulled off overnight and a new sensor was applied the following morning. Outcomes included no reported clinical symptoms, a fingerstick blood glucose of 121 mg/dl, and continued insulin delivery using manual bg entry while the sensor was in warmup mode. Investigation included user interview and troubleshooting assistance, during which the user successfully connected the new sensor to the ilet mobile app and confirmed that the sensor entered the warmup phase on the ilet. The user was advised that glucose readings would display once warmup was complete and to continue entering fingerstick values as needed. Investigation of this case revealed no malfunction of the ilet device, and the event was consistent with expected cgm replacement and warmup behavior following accidental sensor removal rather than a device or component failure.